Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to remove the pump from its case, inspect and clean the pneumatic tap area, and ensure the cartridge was properly attached and loaded onto the pump. The customer successfully completed the load process and was able to resume insulin delivery.